Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose of 40 mg/dl with difficulty speaking, unsteadiness when standing and walking, severe dizziness, blurred vision, confusion and severe headache associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and was treated with glucose tablets/gel by emergency medical services. During troubleshooting with customer technical support (cts), it was revealed that the basal totals matched the patient's programmed settings and were recorded as programmed. Also during troubleshooting, it was revealed that the bolus totals did not match. This complaint is being reported because the patient allegedly experienced hypoglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/16/2015 with the following findings: the black box showed a loss of prime event on (B)(6) 2015 19:44. The pump was then powered off and powered back on (B)(6) 2015 12:43. A manual date change was then made from (B)(6) 2015. There were no errors, alarms or warnings or pump reboots during the 24hr duration testing. The bolus totals in bolus history were consistent with bolus totals in total daily dose history at the time of the reported issue. A 10 u audio bolus and 10u normal bolus were successfully performed and both were accurately recorded in the pump bolus history and the bolus total daily dose (tdd) history correctly showed 20.0u. A review of the tdd¿s added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. Unrelated to the original complaint, the audio bolus button cover was torn, but the button was fully responsive to user presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).